Event description:
Related manufacturer reference number: 2017865-2022-11124. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead while the pocket was open insulation damage was noted on the atrial (ra) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead and ra lead was not replaced. The patient was in stable condition.